Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Thrombotic embolism: the relay pro stent-graft was successfully implanted. However, a curvature of the abdominal aorta prevented smooth access of the device during advancement, which may have dislodged a thrombus. Complications, including multiple cerebral infarcts, splenic embolism, and thromboembolism in the peripheral vessel of the left leg, occurred. While the proximal portion of the stent-graft was being deployed in zone 4 by rotating the deployment grip, the patient's blood pressure exceeded 200 mmhg around when one or two stents were deployed. As aortic dissection was suspected, the stent-graft was implanted and an immediate angiography confirmed no signs of dissection. The physician and others assumed that the aorta may have been temporarily occluded, which dislodged a thrombus to the arch branches. In addition, it appeared that thrombi scraped by the device or a guidewire during the approach may have traveled to the abdominal branches and lower extremities. Although a fogarty balloon catheter was used to remove some thrombi in the lower extremities, the patient's condition is currently being followed up. Physician's comments on casualty: due to shaggy aorta syndrome and the stenosis of the access vessel and the patient's advanced age, the causal relationship with the product is unknown at this time. Operation type: tevar no blood loss. Image will be able to be obtained pre-case plan will be able to be obtained additional information will be able to be obtained. (Tc# (B)(4). Additional information received on 03/24/2026: death: the delivery system could not be advanced during delivery due to the curvature of the abdominal aorta. While repeatedly moving the device back and forth, the device or the guidewire may have shaved off the thrombus from the abdominal aorta or thoracic aorta, which could have caused the thrombus to travel. Then, a stiff guidewire was inserted via a contralateral approach to straighten the vessel. This allowed the device to pass through the vessel, and the stent-graft was eventually implanted. However, after the procedure, multiple cerebral infarctions, splenic artery infarction, and occlusion of the peripheral vessels in both lower limbs were observed. The following day, intestinal necrosis was noted, and the patient died. Primary disease: unknown complications: multiple cerebral infarctions, splenic artery infarction, and occlusion of the peripheral vessels in both lower limbs. Intestinal necrosis was also noted the following day. Medical history: unknown. <health hazard> adverse events: necrosis: causal relationship cannot be ruled out. Intestinal necrosis occurred due to occlusion of the abdominal bifurcation by a thrombus. Occlusion: causal relationship cannot be ruled out. When the device was delivered, the device may have shaved off the thrombus, causing the thrombus to travel. Multiple cerebral infarctions occurred. Ischemic cerebrovascular disease: causal relationship cannot be ruled out. When the device was delivered, the device may have shaved off the thrombus, causing the thrombus to travel. Multiple cerebral infarctions occurred. Cause of death: intestinal necrosis due to occlusion of the peripheral vessels in both lower limbs operation type: tevar no blood loss image available upon request pre-case plan available upon request additional information will be obtained upon request. (Tc#(B)(4). Patient outcome: "patient death".